Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 300 mg/dl at the time incident. The customer performed fixed prime and the insulin exited. The customer reported that the issue was not resolving even after changing the set. The insulin pump will not be returned for analysis.